Event description:
It was reported that the patient experienced cardiac decompensation due to heart failure. Upon investigation, the patient was experiencing bradycardia due to a loss of capture on the leadless pacemaker (lp). Additionally, a decrease in the pacing impedance was observed on the lp. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.